Event description:
It was reported that failure to expand and inadvertent deployment occurred. The more than 95% stenosed target lesion was located in the right internal carotid artery opening. The 10.0-37 carotid wallstent was advanced for treatment. However, during the procedure, the stent could not be opened and was unloaded in the guide catheter when it was withdrawn. The procedure was completed with this device. There were no complications reported and the patient status was stable.

Event description:
It was reported that failure to expand and inadvertent deployment occurred. The more than 95% stenosed target lesion was located in the right internal carotid artery opening. The 10.0-37 carotid wallstent was advanced for treatment. However, during the procedure, the stent could not be opened and was unloaded in the guide catheter when it was withdrawn. The procedure was completed with this device. There were no complications reported and the patient status was stable. It was further reported that the stent was deployed inside the catheter and was 100% opened. The stent was not able to be fully re-constrained during device removal.